Event description:
As a result of an FDA audit observation received on january 20, 1999, this event is being submitted as an MDR reportable event. Small bowel obstruction: a physician reported to a representative that a patient experienced small bowel obstruction requiring re-operation following the use of seprafilm. Despite repeated requests from the representative, the physician has not provided any additional details or an assessment of causality. The package insert for seprafilm states that in abdominal clinical trials 10% of the control patients (n=92 and 9% of the seprafilm patients (n=91) experienced small bowel obstruction. Additionally, a genzyme sponsored, retrospective longitudinal analysis of medicare patients showed that the incidence of small bowel obstruction was 5.6% following colorectal surgery, while the marketed frequency for small bowel obstruction is significantly lower at 0.013%. Therefore, it is believed that small bowel obstruction is not an uncommon outcome of colorectal surgery.